Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with over 300 units of insulin. The customer's blood glucose level was 91 mg/dl. During the call with tandem technical support, the customer successfully completed the load process. Several hours later, the customer reported a blood glucose level of 292 mg/dl, which was addressed with a 10 unit correction bolus via the insulin pump.